Event description:
IV catheter was inserted and the needle was discarded into a bag, not the sharps container. A housekeeper later picked up the bag and received a needle stick injury to her right wrist. It was stated that the needle punctured into her bone. The hospital's needlestick protocol is in place and being followed.